Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in a patient for the thoracic endovascular treatment of a type ia and ib endoleak and migration of a valiant stent graft system. A valiant distal stent graft extension was also implanted during the procedure. It was reported right after the index procedure the patient developed frank hematuria. An irrigation procedure was performed which removed some small clots. The event remains unresolved but continuing without treatment and the patient was discharged from hospital two days later. Per the investigator the cause of the hematuria is related to the index procedure. No additional clinical sequelae were reported and the patient be monitored.